Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire elongated for approximately 70mm from the middle solder at 20mm from the wire tip. The coil wire was kinked at approximately 7mm proximal to the wire tip. At the distal end, a ball tip was attached; the coil wire remained in one piece. Under the elongated coils, the inner coil wire was exposed. Microscopic observation of the inner coil wire revealed that the inner coil wire had its coils widened and its distal solder remained attached. Although the inner coil wire was not fractured, the straight core and the twist core wires were found fractured at the distal solder of the inner coil wire. To observe the fractured core wires, the coils were unraveled. The core wires were found fractured at approximately 7mm proximal to the wire tip. The core wire and fine wires composing the twist core wire were found bent distal to the fracture end. Microscopic observation of the core wires showed a trace of fracture due to bending and tensile stress. With the coil wire remained in one piece, measurement of the core wires suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied on the guide wire while its distal segment was being prolapsed and trapped by the peripheral vessel. Possibly, removing the wire against resistance may have triggered damaging of the wire and the vessel. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became separated during a pci to treat a 75-90% stenosis in the diagonal branch. It was used to deploy a stent. The physician felt resistance while removing it from the anatomy, however, continued removing when elongation of its coil wire was noted. A microcatheter was delivered to the distal segment of the wire when a perforation of a peripheral vessel was recognized. The perforation was sealed with serescue. The physician commented that possible causation of this incident was knuckling of the wire in the vessel. The patient was problem-free after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.